Event description:
The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was implanted on (B)(6) 2006. At the most recent follow up visit, the device was near elective replacement indicator with a voltage of 2.48v and a charge time of 11.5 seconds. At the previous follow up visit on (B)(6) 2008; the voltage was 2.87v bol after 27 months in use. The voltage had decreased to 2.65v mol2 by the next follow-up on (B)(6) 2008 after 31 months in use. Premature battery depletion was suspected. In addition, this device was included in the shortened replacement window field advisoy. The device will be removed, replaced, and returned for analysis in the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device remains implanted. Upon removal, the device will be returned to boston scientific crm where it will undergo detailed laboratory testing in an attempt to confirm and determine the root cause of this event.